Event description:
Family member claims that the graft was implanted in pt in 1994, for an abdominal aortic aneurysm procedure. In 2001, the pt expired. The family member stated pt had terminal cancer and they thought that was the cause of pt's death. They claim the funeral director told them that the post mortem examination found a massive amount of blood in the body cavity consistent with a burst aneurysm. The location of the alleged aneurysm was not stated. No further info appears, at this time, to be attainable.